Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "test failed" or "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.